Event description:
A monopolar electrosurgical cable was stretched tightly between the operating table and the generator. When power was applied, the cable broke near the end that plugs into the generator. The loose end of the cable flew around, striking the pt. After replacement of the cable, the case was completed. No injuries were reported.